Manufacturer narrative:
Added h6 (b) types of investigation 3331, 4121, 4110, but no change to the findings or conclusion.

Manufacturer narrative:
It was reported, blades are falling off of the handles. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Blades are falling off of the handles.